Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator circuit boards and cables were reseated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 failed to initialize after several attempts. There was no adverse patient involvement reported. There was no patient information reported.